Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Our investigation identified that the device was being used in an environment with an electrosurgical unit (esu). The problem occurred when electrical noise created by the esu was being transmitted through the defibrillators electrodes causing the device to display the reported problem. The m series operator's guide outlines guidelines to minimize esu interference and provide maximum user and patient safety. An esu machine is known to emit rf interference, however once the esu is powered off the interference will immediately discontinue. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown), the device display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. The clinician did not administer a shock to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.